Manufacturer narrative:
Expiration date of the initial medwatch report indicates: 02/06/2015. The initial medwatch report should indicate: 02/05/2015. (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the service led on the customer's device illuminated when the device was powered on. The customer also observed that the message "connect cable" was displayed on the device screen although all cables were connected to the device; the device would not recognize a connection. An event code had been logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a corrupt memory of integrated circuit (ic) chip, designator u2 on the user interface pcb assembly. A replacement device was provided to the customer under warranty.